Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be mae at this time.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that she noticed today that the up arrow keypad button is sticking when pressed, causing the pump to over-respond. She noted that the contrast button is unresponsive, and the ok button is intermittently unresponsive. The pt denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that she wears the pump on her waist with a clip.